Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/03/2024, that on 09/03/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a skin reaction with drainage, pustules, infection, and pain under the entire patch area which occurred three days after the sensor had been inserted into the abdomen. The skin was prepped with soap and water prior to insertion. The patient went to a primary care physician for evaluation. The skin reaction was cleaned with an unspecified disinfectant. The patient was prescribed topical erythromycin 2% cream and oral azithromycin, 250 mg twice/day. A follow-up is scheduled for (B)(6) 2024. The patient was feeling better at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.